Event description:
Subsequent to the initial filed report, the following additional information was received from the site: the device reported as an unspecified promus was a 2.5x12 promus rx stent. The angiogram performed on (B)(6) 2012 revealed restenosis at the site of the implanted promus. The final patient outcome was reportedly successful. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, and nausea are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, stenosis/restenosis, and nausea are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
(B)(4). (B)(6). It was reported the patient presented with unstable angina and an unspecified promus stent was implanted in the distal left circumflex coronary artery on (B)(6) 2010 with a resulting timi flow of iii and 0% stenosis. On (B)(6) 2012, the patient presented with chest pain and was hospitalized; the patient had mid-sternal chest tightness with shortness of breath with nausea and dizziness that resolved spontaneously. A chest x-ray revealed no evidence of acute cardiopulmonary disease and EKG did not reveal any acute st or t wave changes; troponin was 0.00 ng/ml (negative for indication of a myocardial infarction). As the symptoms resolved, the patient was discharged (B)(6) 2012, with plans to be readmitted for elective cardiac catheterization; reportedly, the event (B)(6) 2012 of chest pain was mild in intensity, and not related to the study drug, not related to the study device and not related to study procedure. On (B)(6) 2012, the patient was re-hospitalized for a repeat vascularization of the same vessel. No additional information was provided.